Manufacturer narrative:
An event of "premature failing" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2016, a 25mm sjm trifecta valve was implanted. During follow-up it was noted that valve was prematurely failing. On (B)(6) 2021, a explant procedure was planned but at this time it has not been confirmed if the procedure has occurred. Patient status is unknown. Additional information has been requested but cannot be obtained.